Event description:
New information notes that the patient's right atrial lead was explanted and replaced on an unknown date. Further information was requested, but none was readily available.

Manufacturer narrative:
Further information was requested, but none was readily available.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead (only distal portion) was returned in one piece. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil proximal to suture sleeve tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 for a normal generator exchange procedure. Prior to the procedure, it was noted that the patient's right atrial lead had previous episodes of noise, which was reproducible with isometrics during a previous in clinic check. All test values were normal and within normal limits, so no intervention was performed on the lead. The patient was stable throughout.